Event description:
Additional information received confirmed that the event was attributed to the catheter. Catheter dye study was done on (B)(4) 2012 and results showed "intact system." Dose adjustment was made on (B)(6) 2012 and the results were "continued increased tone intermittently." Magnetic resonance imaging/x-ray/computation tomography scan was done on (B)(6) 2012 and the result was "intact system." The issue remained unknown. Signs and symptoms associated with the event were irritability and tightness. Surgical intervention was planned for (B)(6) 2012. The patient outcome was unknown.

Event description:
A representative later reported ¿progressive increases of infusion rate over the past year, intermittent in nature¿. The patient responded transiently to increases; however, they then became hypertonic. They also noted a loss of therapy and increased spasticity. The patient required hospitalization. Their pump and catheter were replaced on (B)(6) 2013. On (B)(6) 2012 an abdominal x-ray showed an intact pump and catheter system. On (B)(6) 2012 a catheter access study showed the catheter system was patent. Intraoperatively the catheter was cut at the spinal incision and immediate retrograde flow of cerebrospinal fluid was observed. The sutureless connector was pried off by the surgeon, but they later realized they wanted the pump sent back for evaluation ¿hence the appearance of the sutureless connector¿. The patient was started at an infusion rate of 96 mcg/day gablofen 2000 mcg/ml postoperatively. The medication used within the replaced system was compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed difficulty with the sutureless connector led to the explant. Analysis of the pump revealed no anomalies.

Event description:
It was reported that there was a catheter revision scheduled for an unknown catheter reason. At the time of report, the catheter was still implanted. The event occurred during normal use. The reporter was unable to obtain the patient's status at the time of this report. The device was used to deliver gablofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).